Event description:
It was reported that the patient experienced auto-reducing due to high impedances on right supra-orbital. As a result, the patient underwent surgical intervention on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.